Event description:
It was reported that the surgeon deliberately chose to use iprime infusion pump for canaloplasty (at own discretion) as medically necessary. Consequently, an unintentional tear occurred in the trabecular meshwork (tm); subsequently, a goniotomy was performed. The report noted that patient movement was a contributing factor. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to failure to follow instruction of the device usage associated with patient movement. It is to be noted that the safety and effectiveness of the infusion pump has not been established for canaloplasty. MFR# reference: (B)(4).